Event description:
It was reported that the user experienced an ¿unable to proceed¿ condition associated with repeated alert 38 motor stalls during and after a supply change on an ilet insulin pump, with prolonged hyperglycemia over 400 mg/dl and thirst noted; troubleshooting steps included rewinding, air-bubble check, tubing fill, and a dry run that again resulted in an ¿unable to proceed¿ alert around 37 units. Symptoms included hyperglycemia and polydipsia. Outcomes included temporary interruption of insulin delivery and the need for device replacement to restore therapy. Investigation included review of device notifications and guided troubleshooting. Investigation of this case revealed repeated motor stall behavior consistent with a stalled or obstructed delivery mechanism despite acceptable setup checks. It was concluded that the event was related to a device delivery malfunction leading to interrupted insulin delivery and hyperglycemia. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.